Manufacturer narrative:
The system and four handpieces were examined. The company representative did not indicate finding any issues that would be associated with the reported event for each handpiece. The first handpiece was manufactured on april 16, 2015. Based on qa assessment, the product met specifications at the time of release. The second handpiece was manufactured on november 9, 2013. Based on qa assessment, the product met specifications at the time of release. The cabling was third party replaced for the third. The handpiece was manufactured on august 2, 2016. Based on qa assessment, the product met specifications at the time of release. The cabling was third party replaced for the fourth handpiece. The handpiece was manufactured on june 27, 2011. Based on qa assessment, the product met specifications at the time of release. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. (B)(4)

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that they have had problem with corneal burns. It was noted that metal fragment fell from the handpiece(s). It is unknown which handpiece(s) was involved. Additional information has been requested.